Event description:
Consumer left a review on walgreens.com stating they received negative results using inteliswab but positive results using two other brand test kits. A walk-in clinic also showed positive antigen test results. Walgreens.com review (B)(6) 2022. 'False negative this test was negative when 2 other different brand kits were positive. I went to a walk in center and the rapid antigen test was positive. These do not work plus the applicator is a hard piece of plastic which is very uncomfortable to do the test'

Manufacturer narrative:
Consumer posted a review on walgreens.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a review on walgreens.com stating they received negative results using inteliswab but positive results using two other brand test kits. A walk-in clinic also showed positive antigen test results. Walgreens.com review 5/15/2022; 'false negative; this test was negative when 2 other different brand kits were positive. I went to a walk in center and the rapid antigen test was positive. These do not work plus the applicator is a hard piece of plastic which is very uncomfortable to do the test.'